Event description:
It was reported that a flogard infusion pump alarmed for air. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and power on self test and sensor testing were performed. The air sensor was confirmed to be damaged. The air sensor was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.